Event description:
It was reported that during the procedure while retracting the outer sheath of the subject stent physician faced difficulty and was unable to retract or deploy the subject stent even after several tries. It was found that the subject stent stabilizer was fractured. The physician replaced it with another device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The reported lot number was confirmed from the returned packaging. On visual inspection, the proximal end of the stabilizer was broken fractured (hub not returned). The delivery catheter and stabilizer were kinked at 28cm from the proximal end. There was flattening noted to the distal 20cm section of the delivery catheter. The stent was returned within the catheter. On functional test, the delivery catheter was flushed, and blood exited. The rhv was opened and the stabilizer was attempted to be advanced to deploy the stent, however the stabilizer was unable to be advanced due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information there was 85% stenosis at the target lesion and the patients anatomy was moderately tortuous. The device was returned and the damage noted to the device is indicative of the reported event, the stabilizer was kinked and fractured to the proximal end and there was flattening noted to the distal end of the delivery catheter, the stabilizer was unable to be advanced within the delivery catheter to deploy the stent. It is probable that the delivery system was damaged during navigation through the patients anatomy to the target lesion, causing the reported failure to deploy the stent and fracture to the stabilizer. An assignable cause of procedural factors will be assigned to the reported and analysed stent failed/unable to deploy and stent stabilizer broken/fractured during use and to the analysed stent stabilizer kinked/bent, stent delivery catheter kinked/bent and stent stabilizer /catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure while retracting the outer sheath of the subject stent physician faced difficulty and was unable to retract or deploy the subject stent even after several tries. It was found that the subject stent stabilizer was fractured. The physician replaced it with another device and continued the procedure without clinical consequences to the patient.